Event description:
It was reported that the transmitter does not blink when connected to sensors. Troubleshooting was done. Customer's blood glucose was unk. It was that the sensor was damaged. Advised the customer the sensors would be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.